Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead replacement procedure when the physician went to tighten the set screw of the new replacement lead, the physician was unable to tighten the set screw and the setscrew was removed from the header completely upon removing the hex wrench. The device was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported rv set screw anomaly was not confirmed in the laboratory. The device was returned without the a is-1 bi and rv df4 set screws; laboratory set screw replacements were used, and a torque driver was able to engage the set screws and secure test leads.